Event description:
Healthcare professional reported "rupture confirmed via MRI". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture confirmed via MRI".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. As per the investigation procedure: crease, wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side "rupture. Confirmed via MRI". Healthcare professional, later reported, "there is a small linear focus of extracapsular silicone measuring 1.5 x 0.4 cm. No intracapsular rupture". Device has been explanted and replaced.